Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('still have fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental issue"), urticaria ("hives"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove essure, salphingectomy). Essure was removed. At the time of the report, the device breakage, tooth disorder, urticaria, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, tooth disorder and urticaria to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: anxiety and depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received- new event anxiety and depression were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("still have fragments") in a 28 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), tooth disorder ("dental issue"), urticaria ("hives"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove essure, salphingectomy, hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered anxiety, depression, device breakage, tooth disorder and urticaria to be related to essure administration. Concerning the injuries reported in this case, the following one was reported via social media: anxiety and depression. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product start date added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('still have fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental issue") and urticaria ("hives"). The patient was treated with surgery (surgery to remove essure, salphingectomy). Essure was removed. At the time of the report, the device breakage, tooth disorder and urticaria outcome was unknown. The reporter considered device breakage, tooth disorder and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("still have fragments") and embedded device ("1-2 mm essure coil fragment embedded in uterus") in a 28 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain, parity 1, gravida ii and nickel allergy. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), tooth disorder ("dental issue"), urticaria ("hives"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove essure, salpingectomy, hysterectomy,operative laparoscopic and hysteroscopic). At the time of the report, the outcomes for device breakage, tooth disorder, urticaria, anxiety and depression were unknown. The reporter considered anxiety, depression, device breakage, embedded device, tooth disorder and urticaria to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: diagnosis: a. Uterus and cervix, total hysterectomy: cervix: benign ectocervix and ectocervix with mild chronic cervicitis, parakeratosis, and focal nabothian cyst formation. Endometrium: benign inactive endometrium with tubal metaplasia. Myometrium: 2 mm in length radiopaque linear silver-coloured metallic fragment present in right myometrial cornu by gross exam. Benign myometrium with no masses or lesions noted. Clinical history: per requisition, ¿please assess for 1-2 mm fragment of essure coil.¿ patient with nickel allergy with numerous symptoms that started with her essure placement on (B)(6) 2015. The patient is status post bilateral salpingectomy and removal of both coils; however, a foreign body was detected on imaging suggestive of possible essure fragment left behind. Other comments: on gross inspection, no foreign bodies are identified within the endometrial cavity. The uterus is examined in the faxitron x-ray machine and an approximately 2 mm radiopaque fragment is identified in the right myometrial cornua, which is subsequently identified as a silver-colored metallic fragment on gross examination. [X-ray] (date unknown): an approximately 2 mm radiopaque fragment is identified in the right myometrial cornua, which is subsequently identified as a silver-colored metallic fragment on gross examination. Concerning the injuries reported in this case, the following one was reported via social media: anxiety and depression. Embedded device. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: embedded device event added, reporters, medical history, lab data, non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("still have fragments") and embedded device ("1-2 mm essure coil fragment embedded in uterus") in a 28 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain, parity 1, gravida ii and nickel allergy. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required), embedded device (seriousness criterion medically important), tooth disorder ("dental issue"), urticaria ("hives"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (surgery to remove essure, salpingectomy, hysterectomy,operative laparoscopic and hysteroscopic). At the time of the report, the outcomes for device breakage, tooth disorder, urticaria, anxiety and depression were unknown. The reporter considered anxiety, depression, device breakage, embedded device, tooth disorder and urticaria to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: diagnosis: uterus and cervix, total hysterectomy: cervix: benign ectocervix and ectocervix with mild chronic cervicitis, parakeratosis, and focal nabothian cyst formation. Endometrium: benign inactive endometrium with tubal metaplasia. Myometrium: 2 mm in length radiopague linear silver-coloured metallic fragment present in right myometrial cornu by gross exam. Benign myometrium with no masses or lesions noted. Clinical history: per requisition, ¿please assess for 1-2 mm fragment of essure coil." Patient with nickel allergy with numerous symptoms that started with her essure placement in (B)(6) 2015. The patient is status post post bilateral salpingectomy and removal of both coils; however, a foreign body was detected on imaging suggestive of possible essure fragment left behind. Other comments: on gross inspection, no foreign bodies are identified within the endometrial cavity. The uterus is examined in the faxitron x-ray machine and an approximately 2 mm radiopaque fragment is identified in the right myometrial cornua, which is subsequently identified as a silver-colored metallic fragment on gross examination. [X-ray] (date unknown): an approximately 2 mm radiopaque fragment is identified in the right myometrial cornua, which is subsequently identified as a silver-colored metallic fragment on gross examination. Concerning the injuries reported in this case, the following one was reported via social media: anxiety and depression.embedded device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('still have fragments') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental issue") and urticaria ("hives"). The patient was treated with surgery (surgery to remove essure, salphingectomy). Essure was removed. At the time of the report, the device breakage, tooth disorder and urticaria outcome was unknown. The reporter considered device breakage, tooth disorder and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : device breakage, tooth disorder, urticaria. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.